Event description:
It was reported that loss of telemetry was observed on the device during attempted implant. The device was successfully implanted. The patient was stable and there were no adverse consequences.